Event description:
It was observed under flouroscopy that the atrial lead had no slack and lost its j curve. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.